Event description:
A customer reported that during surgery, the ophthalmic backflush cap came off inside the patient¿s eye. The details of the procedure were not reported. The was no injury to the patient. Additional information has been requested, and none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4).